Event description:
Soft introducer was placed through CT guidance, a biopsy was taken and xl semiflex was placed through introducer. Xl pierced the side of the introducer and cause a pneumothorax. Sheath was radiopaque,so xl path was not readily visible. Probe and sheath were withdrawn and pierced wall was visible. A second xl semiflex was used and liver lesion was ablated. Patient had to have treatment for pneumothorax.

Manufacturer narrative:
The device was not returned for the manufacturer to analyze. A lot number was not provided for a review of the device history record. Therefore, without the device for review and the lot number the complaint could not be confirmed. The cause of the complaint could not be determined, the findings are inconclusive.